Manufacturer narrative:
The cause for the discordant (B)(6) surface antigen results on the immulite 2000 instrument is unknown. Siemens has attempted to contact the customer multiple times for additional information with no response from the customer. Siemens is investigating the issue.

Event description:
Discordant (B)(6) results were obtained for antibodies to (B)(6) on multiple patient samples on an immulite 2000 instrument and when repeated on an alternate method (non-siemens) the results were (B)(6). The samples when repeated on the immulite 2000 were sometimes (B)(6) and when tested on an alternate platform (non-siemens) were (B)(6) as well. The expected results for the patient samples is unknown. It is unknown if any of the results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
Siemens filed the initial mdron 15-april-2019 and supplemental MDR on 03-may-2019. Additional information (10-may-2019): siemens made 3 requests for additional information on 18-april-2019, 25-april-2019, and 03-may-2019 required to evaluate the complaint. The cause of the event was unable to be determined due to the lack of information provided needed to evaluate the issue. There is no indication of a product issue. Mdrs 2247117-2019-00036_s1, 2247117-2019-00037_s1 , 2247117-2019-00038_s1 , 2247117-2019-00039_s1 , 2247117-2019-00040_s1 , 2247117-2019-00041_s1 , 2247117-2019-00042_s1, 2247117-2019-00043_s1 , 2247117-2019-00044_s1 , 2247117-2019-00045_s1 , 2247117-2019-00046_s1 have been filed for the same event.

Manufacturer narrative:
The initial MDR was filed on 15-apr-2019. Additional information (16-apr-2019): the customer provided patient sample data and have been updated with this information. The cause for the discordant patient result on the patient sample is unknown. Customer clarified the dates of events and sections was updated. Siemens is investigating the issue. Mdrs 2247117-2019-00036, 2247117-2019-00037 , 2247117-2019-00038 , 2247117-2019-00039 , 2247117-2019-00040 , 2247117-2019-00041 , 2247117-2019-00042 2247117-2019-00043 , 2247117-2019-00044 , 2247117-2019-00045 , 2247117-2019-00046 have been filed for the same event.

Event description:
The customer contacted siemens and indicated that a discordant reactive result was obtained on one patient sample on an immulite 2000 instrument. The sample was repeated on the same instrument and the result was non reactive. It is unknown if the result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant anti-hbs2 results.